Event description:
It was reported that within a couple months of implant, the system was explanted and not replaced due to the patient experiencing a hematoma. It was further reported that during the reimplant attempt, the left ventricular (lv) lead exhibited high thresholds. It was not possible to determine if the high thresholds were related to the patient's physiology or not. The lead was not used and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).